Manufacturer narrative:
The device was returned for evaluation. The returned implant coil was noted to be stretched out from the proximal end. The distal end of the implant coil was still intact. The stretched proximal end wire had a broken end, as no proximal monofilament knot could be detected. This suggests that the retraction force on the implant exceeded the tensile strength of the platinum wire in the implant. The proximal end of the coil could not be found in the return, so further analysis on the proximal end could not be conducted. Based on the investigation and provided information, the complaint can be confirmed. The specific root cause of this complaint is unknown; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that resistance was encountered when the embolization coil was inserted in the microcatheter, and the coil did not advance. During removal, the coil stretched and unexpectedly detached in the microcatheter. Both segments of the coil were withdrawn together with the microcatheter, and removed in their entirety. There was no reported intervention, patient injury, or health damage.